Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and other manufacturer right ventricular (rv) lead had triggered a lead safety switch for out of range high pacing impedance greater than 2000 ohms. It was also noted that there was noise present. Troubleshooting including pocket manipulation was performed in unipolar and bipolar, and impedances remained in-range. Plan was to leave programmed to unipolar and continue to monitor. Device remains in-service. No adverse patient effects were reported.